Event description:
It was reported that the patient presented in-clinic for follow up. Multiple episodes of nose due to myopotential oversensing were observed. The oversensing was reproduced when patient took deep breaths. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.